Event description:
An unsubstantiated report of death associated with use of breast implant was received. Pt had left modified mastectomy in 8/77 due to adenocarcinoma of the left breast with metastasis to 5 of 11 axillary lymph nodes. The medical records indicate pt began reconstructive surgery in either 1982 or 1986, prior to receiving mammary implants on 5/14/87. Pt was cancer free prior to receiving implants. The report indicates metastasis of the right hip iliac on 12/5/88, followed in 5/90 by recurrent carcinoma of left anterior breast. The pt dies in 1993 with advanced breast cancer. Co has chosen to report this event in good faith although there is no reason to believe that the device either caused or contributed to the death of the pt. Nevertheless, the reporter does believe that the device somehow contributed to the death of the pt, so co believes that reporter's opinion may be sufficinet to trigger reporting requirement.